Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges, the patient suffers from pain, discomfort, and dislocation. Even though the patient received a poly liner, the litigation is for metal on metal, so we are reporting the head and liner only.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Pfs alleges post traumatic stress disorder, depression, anxiety, insomia, spasm, cramps, swelling, muscle strain, limping, constipation, fear, panic attack, fall and implant dislocation. After review of medical records the patient was revised due to failed right hip acetabular revision resulting to pain. Operative note reported osteolysis, there was abundant synovial fluid clear and ambar. There were no infection and wear. Some oxidation and cavitary in the acetabulum and medialization of the cup. There was no loosening at the stem as per medical records the femoral component was solid. Year 2007 and 2008 patient suffered fall.